Manufacturer narrative:
Event details updated/corrected in section b. 1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot#4323696): 1) the products of this batch were assembled at intima ii auto line 2 in jan 2025 and packaged at r240 package line and cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Leakage test the retained sample of this batch, the test is qualified, no leakage at the extension tubing. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned, deep analysis for this complaint is unavailable, and the specific site and abnormal states of the leakage at the extension tubing cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
Update: not punctured. Fluid injected during venting. Leakage positioned at the base of the catheter to the extension tube connection.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-leakage at adapter tubing junction. On (B)(6) 2025, at 4:20 p.m., a nurse discovered a leak at the end of the extension tube of the heparin cap of an indwelling needle while administering an intravenous infusion to a patient. This resulted in the loss of medication, increased nursing workload, and the risk of nosocomial infection, thereby reducing the patient's experience of receiving medical care. The indwelling needle was immediately discontinued and replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.